Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle and catheter with no relevant findings. A corrective action is not required at this time as the potential cause of the needle bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle and catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle bending could not be determined based upon the information provided and without a sample.

Event description:
The complaint states: epidural needle slightly bent after catheter placement. When catheter was discontinued, the tip was not intact and there was a hairline split at the catheter end. CT on (B)(6) 2018 also revealed that the patient had advanced l5-s1 degenerative disc disease with chronic small right paracentral disc protrusion resulting in mid right canal stenosis and mild right lateral recess narrowing. Additional information indicates that the catheter tip was retained and required a laminectomy for removal.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: epidural needle slightly bent after catheter placement. When catheter was discontinued, the tip was not intact and there was a hairline split at the catheter end. CT on (B)(6) 2018 also revealed that the patient had advanced l5-s1 degenerative disc disease with chronic small right paracentral disc protrusion resulting in mid right canal stenosis and mild right lateral recess narrowing. Additional information indicates that the catheter tip was retained and required a laminectomy for removal.